Event description:
During preventive maintenance on a remote alarm it was noted that the audible alarm level may not meet device specifications by the service tech. The remote alarm's power board was replaced to correct the problem. There was no report of pt harm or injury and the remote alarm was not in pt use at the time of the event (identified on the tech's bench). The MFR is conducting root cause analysis for the perceived power board malfunction and will file a f/u report when the investigation is complete.